Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that skin irritation was observed on the skin site around the catheter and the dressing. No images were provided of the reported issue. No samples were returned for evaluation. A clinical investigation was carried out. It was concluded; ¿the causal relationship between the smith and nephew device and the reported issue cannot be confirmed based on the information provided. It was communicated, that the dressing was subsequently removed and treated with a steroid to resolve the issue. Therefore, no further medical assessment is warranted at this time.¿ a risk management review was carried out. The risk file for this product contains multiple causes of type 4 sensitisation and irritant contact dermatitis including toxicology of component materials and skin reaction developing under dressing however without further information or a link to the dressing, further action cannot be taken. Therefore the material components of this dressing may have caused or contributed to the reported issue but without patient information this cannot be assessed further. The IFU for this product was reviewed. No information was found which could have caused the reported issue. If the dressing is not applied properly the impermeability of the dressing may be affected. We have not been able to confirm a relationship between the event and the device. There has not been sufficient information to determine a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that on (B)(6) 2020, there was red rash with itch at the place where the tube was placed. On (B)(6) 2020, dexamethasone was given to the place where the itch was and rash appeared. At present, the itch and rash all relieved.